Event description:
The customer reported to olympus, poor image. The image darkens on the hd autoclavable camera head. The issue was found during preparation for use. Procedures were completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found noisy image. Twisted cable. Electrical contact discolored. Connector punch. Connector deposits. Deposits on head switch. Main body deterioration. Scope mount bending optical axis deviation. Scope mount operation was heavy and loose. Lock lever was corroded. Head imaging was deteriorated the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, poor communication occurred due to cable failure which was cable was likely due to a twisted cable. The cause of the twisted cable could not be identified. Breakage of the cable can be prevented by following the instructions for shipment which states: "·do not round the camera cable smaller than the diametral 20cm. Damage may occur." "·when the camera cable is in a round position, do not pull on it and stretch it gradually and straightenly. Doing so can break the camera cable." "·do not apply excessive bending, pulling, twisting, or crushing force to the camera cable. Doing so can break the camera cable." "·do not rub the camera cable strongly when cleaning the outside surface of the camera cable. Doing so can break the camera cable." "·the endoscope should be manipulated by holding the camera head instead of the camera cable during use. Doing so can break the camera cable." "·do not fix the camera cable with a pair. Doing so can break the camera cable." "·do not pull the video connector by the camera cable. Otherwise, excessive force may be applied to the camera cable, resulting in wire breakage." Olympus will continue to monitor field performance for this device.